Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/25/2017 that on (B)(6) 2017 , upon removal of the sensor pod from the patient's body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2017. Additional follow up was made with the patient on (B)(6) 2017. It was reported that the sensor wire remains in the skin. The patient went to her general practitioner on (B)(6) 2017 and was prescribed betaisodona cream, oleo tuell wound dressing and plasters for inflammation at the sensor insertion site. The patient stated that the sensor site is now closed; however, the inflammation resulted in a scar. At the time of contact, the patient was doing fine. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional follow up was made with the patient on (B)(6) 2017. It was reported that the patient visited their general practitioner (gp) on (B)(6) 2017 . It was indicated that the doctor took a look at the inflammation but did not intervene. Additionally, the patient reported that the cream was not prescribed by the gp and that she purchased over-the-counter cream at the pharmacy which caused the inflammation. No additional event or patient information is available.